Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for low impedance; had possible fracture, and insulation breach. The rv lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited low impedance and insulation breach. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.